Event description:
The patient was implanted with bilateral breast implants in 1971 during a breast augmentation procedure. Subsequently, the patient was diagnosed with sjorgen's disease, and auto-immune thyroid disease. The implants remain implanted, and no device complications were reported.

Manufacturer narrative:
Add'l lot# 5592590.